Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging a onetouch veriopro meter was reading inaccurately high compared to his feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation as well as from additional follow up questions with the patient. The patient reported the alleged issue first occurred during (B)(6) 2013 at an unknown time. The patient reported obtaining readings of ¿20-22 mmol/l¿ on the lfs meter. The patient reported in response to the high reading he took an increased dose of insulin (unknown amount) although he was not having any symptoms at the time of the meter issue. The patient reported with 60 minutes of taking the insulin, he developed symptoms of frequent urination and feeling thirsty which he associated with hypoglycemia and hyperglycemia. The patient reported in response to the symptoms he had something to eat or drink as treatment. The patient confirmed he did not have any treatment from a healthcare professional on the day of the alleged issue. The patient reported he also had a cold or virus at the time of the alleged issue and it may have contributed to the higher blood glucose. The patient reported his normal medications include slow releasing insulin in the morning and late evening and fast releasing insulin at dinner time. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged meter reading high, he was unable to control his blood glucose effectively and developed symptoms suggestive of an acute complication of diabetes and required self treatment to prevent additional injury.